Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer full height pocket had jammed. A field service engineer had a phone call with the pharmacy and was able to walk through recovering a cubie that had some foreign material in the latch. The customer operated the cubie multiple times. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer pocket jammed. The customer reported failure happen during issuing the medication to the patient. There were no adverse events or injuries reported based on this event.